Event description:
Patient reported not feeling stimulation and going through security device. No report of device explantation.

Event description:
Hcp reported pt was at a wedding, after getting home determined the device was not working. The pt experienced loss of parathesia coverage. The pt was seen by hcp, xrays were obtained of the thoracolumbar spine and telemetry was checked. No impedances problems were found and the battery was good. The pt was reprogrammed with new settings and the pt is happy with the parathesia.